Manufacturer narrative:
Findings: pump passed the displacement, rewind, prime/a33, basic occlusion and occlusion test. Pump primed properly. Pump received with normal operating current, no unexpected battery out limit noted. Pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump alarm battery out limit during normal use. Customer's blood glucose was unknown mg/dl. The customer was advised the alarm during normal use may indicate a loose battery cap. The customer was advised to clear the alarm with esc and act. Customer advised that the device would be replaced. The customer reported via phone call indicating that the insulin pump had prime/fill anomaly. Customer's blood glucose was unknown mg/dl. Customer stated they are unable to exit the preparing to prime loop. The customer was advised to hold down act until they receive 2nd series of beeps and/or numbers appear on the display. The customer stated they did not receive 2nd series of beeps nor did numbers appear on the screen. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.